Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm on the homechoice (hc) in dwell four of five. The hp was connected to the hc device. There were three bags connected and solution in the heater bag only. The patient had not disconnected prior to the alarm. There were no leaks or issues found with the supplies that would have caused the alarm. During troubleshooting, the technical service representative (tsr) assisted the patient to clear the alarm and end therapy. The patient would complete the therapy with manual supplies. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a supplemental report will be submitted.